Event description:
It was reported that the patient with this implantable pacemaker stayed in the hospital for 4 to 5 days and stated having problem with the device. Patient was informed that one of the leads is not functioning properly. Also, patient experienced lightheadedness. Patient is following up with the physician and boston scientific technical services (ts) referred the patient to clinic. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable pacemaker stayed in the hospital for 4 to 5 days and stated having problem with the device. Patient was informed that one of the leads is not functioning properly. Also, patient experienced lightheadedness. Patient is following up with the physician and boston scientific technical services (ts) referred the patient to clinic. This device remains in service. No adverse patient effects were reported. Additional information indicated that this pacemaker was explanted, replaced with different model and was returned for analysis. No additional adverse patient effects were reported.